Event description:
It was reported to manufacturer by a speech pathologist that the vns patient, implanted for seizures, and is diagnosed with tuberous sclerosis, has recently had a tracheotomy due to respiratory failure. The reporter indicated that the patient had aspiration pneumonia, which resulted in the respiratory failure. It was also reported that the vns patient has been vomiting more recently. The reporter was questioning the relationship of all these events to vns therapy. The reporter was referred to the patient's treating vns physician to obtain their opinion regarding the believed relationship of the reported events to vns. Good faith attempts to obtain additional information have been made with the patient's treating vns physician, however, no response has been received to date.